Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2026 the customer alleged the pump had trouble with communication sensor simulator, unable to pair device, device not found. Pump passed the self test. The test guardian link with the glucose sensor simulator communicates properly to the pump. No device not found, lost sensor alarm during testing. Pump received with a detached retainer ring and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to detached retainer ring and missing reservoir tube o-ring. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit had scratched case, stained keypad overlay, label damage, broken reservoir tube lip. In conclusion, the customer alleged the pump having trouble with communication sensor simulator, unable to pair device, device not found, lost sensor alarm not confirmed. Detached retainer ring and missing reservoir tube o-ring, unable to lock a reservoir in place confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the device was returned.